Manufacturer narrative:
The device is currently under investigation.

Event description:
The registered nurse at the user facility reported an under infusion issue for the device: "I wanted to notify you of an incident we had in our (B)(4) office. Unfortunately we had a pt that was receiving 5fu over 46 hours who reported on his d/c day that his pump notified him that it was complete, however the reservoir bag was still about half full. There was no patient harm, but he was unable to receive his full dose of tx for this cycle. I have saved the pump and set to send back to you". The medication used is 5-fu. No specific event date was provided. No patient injury or harm was reported for this case.

Manufacturer narrative:
The reported flow rate issue was not confirmed. The affected pump was investigated by the distributor (zyno solution) for evaluation. The infusion flow rate deviation was found to be -1.04% which was within the +/-5% flow rate deviation specification.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00006).